Manufacturer narrative:
(B)(4) g2: foreign - event occurred in india. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During intraoperative setup and implantation, the anchor disengaged/pulled out while the implant was being deployed. Provided photos identified that the anchor is also fractured. No additional details were provided regarding the specific procedure, intraoperative findings, corrective actions taken, or whether a replacement device was used. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d5; d9; h2; h3; h4; h6. Complaint sample was evaluated, and the reported event was confirmed. The anchor has fractured into two pieces, and the tip of the anchor has been flattened as shown in the photos. The quattro link anchor 5.5mm returned shows signs of use as well as wear and tear. The device and anchor were returned. The snare loop assembly was not returned. The prongs on the tip of the device are bent and touching. The inserter handle is conforming to print specifications with a purple knob and black handle. Dimensional analysis of the anchor was not performed due to damage. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.